Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation; however, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.